Event description:
After the dilating sleeve was introduced at the incision site, it was noted that a 3mm piece of thr dilating sleeve had disengaged into the abdomen and was subseqently retrieved to complete the case without further incident. Procedure: laparoscopic lymphnode disection. Pt status: no pt injury reported.